Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had frozen display. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reported the screen was not completely blank. Customer stated that insulin pump had buttons did not begin to work in less than 5 minutes without battery change. Customer was able to clear the pump errors, power loss alarm and program pump. Customer reported the time clock did not advanced. The device will not be returned for analysis.